Event description:
It was reported from (B)(6) that the patient went to the clinic and reported that he had heard one alarm on (B)(6) 2015 and several alarms during the day on (B)(6) 2015 for controller fault. The controller stopped alarming on the evening of (B)(6) 2015. The ventricular assist device (vad) coordinator at the clinic exchanged the patient's primary controller with the back-up controller and gave the patient a new controller to use as a back-up from the clinic stock. The vad coordinator reported that the patient tolerated the controller exchange well and had no clinical symptoms of any kind. There was no reported patient injury as a result of this event. The primary controller will be returned to the manufacturer for evaluation.

Manufacturer narrative:
On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Device remains implanted.